Event description:
International affiliate reports that when inspecting a returned loaner kit, it was noted that the distal tip of the driver that engages a screw head during minimally invasive surgery had broken off. The hospital did not report a product complaint. However, it is possible that the broken tip of the driver remains within an implanted screw head. As an unintended portion of the instrument may have been left in the patient, this medwatch report is being filed to document the event. See mfg medwatch report# 1524339-2012-00008 for the second driver that was involved in this event.

Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. As the broken fragment is encapsulated within the screw head and is covered by the rod, there is of no concern for migration should the problem go undetected at point of use. The instrument is made of (B)(4) and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. The likelihood of any biocompatibility issue resulting from the malfunction is extremely low. At this time, the complaint is considered to be closed.